Event description:
The customer reported that the user programmed the pump to infuse a 6.8 bolus of tpa (alteplase), and a 61.5 mg infusion to then infuse over 1 hour. The total infusion of 68 ml ran at the bolus rate and infused in ten minutes. There was no adverse effect on the pt. There was no report of pt harm or medical intervention. Although requested, no add'l pt/event details were provided.

Manufacturer narrative:
(B)(4). Although requested, the affected prod has not been rec'd. A f/u report will be submitted with investigation results should the device be rec'd for eval.